Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support. While on support, the patient's blood-tinged urine upon arrival. The patient was stable with urine output being darkened some concern for hemolysis, and the position to be confirmed tonight with echo. The patient started dialysis because of hemolysis. It was reported that the device was normally explanted and survived the procedure.